Manufacturer narrative:
Date received by manufacturer: 22jun2019. Date of report: 24jun2019. The customer was issued a credit for the device. The touchscreen assembly was returned to the manufacturer for failure analysis. During testing, it was determined that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had an out of box display malfunction. There was no patient involvement. Event date not specified; estimate used.